Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anchoring sleeve; full lead was returned and analyzed.

Event description:
It was reported that the suture sleeve of the rv lead slipped off during implant and fell into the vasculature. The physician tried to retrieve the suture sleeve, but was unsuccessful in snaring the loose piece. The lead was removed and a new lead was implanted. The suture sleeve remains in the vasculature. No further patient complications have been reported as a result of this event.